Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the device size is 16x12mm. The working end and the handle have different size in height. Working end inscription is 12-5. Handle inscription is 10-5.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. We made a visual inspection of both instruments and their inscriptions. It is clearly visible, that the inscriptions at the (fandles) are different to the inscription on the shafts and the tips on both instruments. The instruments themselves were fj402r. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the labelling was made during the manufacturing process, so the root cause for this problem was manufacturing related. Corrective action: a CAPA was initiated (B)(4).